Manufacturer narrative:
This report is submitted on april 26, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator and infection at the implant site. Revision surgery and medical treatment has been recommended, but the patient has declined medical treatment at the time of this report. The implanted device remains.